Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set and close the door. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no patient involvement.